Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used partial sensor (needle do not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle anomaly due to customer did not returned insertion needle. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1024 hz. See attached file for results. Placed under the microscope and no physical damage was observed. In summary, the customer complaints of unexpected sensor alerts were not confirmed, however sensor failed eis1024 hz. Unable to confirm needle anomaly due to not customer not returning needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor alert, sensor updating alert, calibration not accepted and blood at sensor insertion site. The customer also reported a discrepancy between sensor glucose and blood glucose value. The event involved product mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The customer reported blood glucose value was 178 mg/dl and the sensor glucose value was 58 mg/dl and the difference was greater than 30%. The difference between blood and sensor glucose value was not within range. Troubleshooting was performed for change sensor alert, site issues and tester procedure for transmitter and found that the rf icon turned green and the transmitter was working correctly. No further patient complications were reported. The customer discontinued the use of the sensor. Mmt-7040a was requested and customer responded the device was returned.